Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. All buttons function properly. Insulin pump had moisture damage on keypad traces.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 325 mg/dl. The customer stated that they could not deliver a bolus due to the keypad anomaly. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.